Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr). Two clips were implanted, reducing mr from 4 to <1. On (B)(6) 2022 (estimated date), the patient returned to the hospital with worsening heart failure. Echocardiogram was performed, mr increased to 4. The clip (00818u228) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and a chordal rupture is suspected. There is no scheduled date for the additional treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the single leaflet device attachment/slda could not be determined. A cause for the reported chordal rupture could not be determined. The reported recurrent mitral regurgitation (mr) and heart failure appear to be cascading events of the slda. Additionally, tissue damage, heart failure, and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B3: estimated date na.